Event description:
It was reported that the latch on the connector on the external pulse generator was broken. The device was returned for repair and field service up-grade. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken. Battery contacts are compressed. Lcd (liquid crystal display) is out of specification (gasket seeping out). Battery flex, battery release, heart block, lead flex cover, heart wire contacts, ring, and two side bails are contaminated. Upper and lower cases are broken. Ring cover is contaminated and two side bail covers are broken.